Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor split during filling. The device was filled with 100ml fluoruracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from march 18, 2019 - march 19, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.